Event description:
Circumcision was performed. After removing foreskin bell slipped out of the glans but the bell was still attached to clamp. Baby had some bleeding on ventral side-pressure applied and use of gel foam and surgicel to stop bleeding.